Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a code 1005 indicative of an open high voltage circuit. Prior to declaration of the code 1005 the device delivered two inappropriate shocks as a result of oversensed noise, the second of which returned high out-of-range shock impedance measurements. Additional testing was performed and it was found that the right ventricular (rv) lead also exhibited high out-of-range pace impedance measurements and loss of capture. An x-ray was obtained that confirmed a lead fracture in addition to insulation damage. The patient was hospitalized and a revision procedure was performed same day wherein the crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The laboratory findings are consistent with the reported clinical observations including the shock lead open alert, code 1005, recorded by the device.